Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : according to the information received, "[breakage of small attune revision screwdriver. Shalt wont decouple from handle.]" The product was not returned to depuy synthes, however photos were provided for review. (B)(4). The photo investigation did not reveal any evidence to confirm the jammed condition of the device device 254600415, attune rev systm hex attachmnt. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was unconfirmed as the observed condition of the device 254600415, attune rev systm hex attachmnt would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
Breakage of small attune revision screwdriver. Shalt wont decouple from handle. No delay in surgical time. No adverse impact on patient

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.